Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not see a fire, but did see smoke and sparking from exposed wires at the strain relief. She also indicated that she received a small shock which did not require medical treatment, that her replacement power supply is working without issue and that she would return the original power supply. However, as of the date of this report, the power supply has not been received. Sparking is indicative of at least one short in the dc cord and poses a safety risk. Without the product, an analysis/evaluation cannot be performed and the customer's complaint that there was sparking can be neither refuted nor substantiated and the cause of the issue cannot be determined. A conclusion cannot be made. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.

Event description:
The customer reported to customer service that her breast pump stopped working and she started to see and smell smoke come from the power supply. When she tried to unplug the power supply, she got a shock.